Event description:
The customer reported via the sales rep that a plate was implanted approx two weeks ago and while inserting the screw the surgeon took two attempts as screwing was difficult. It is further reported that the plate was removed due to poor bone stock and as the plate was unscrewed the surgeon experienced difficulties in removing the screw which seemed to have cross threaded. It is further reported that the surgeon pulled the plate to remove and the plate came away from poor quality bone. The customer reports the patient was revised with a shoulder replacement procedure.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.